Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device light guide lend, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. ·labeling suggested event: inside lg-lens. The event can be detected in accordance with the following IFU. IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Suggested event 2: distal end. The events can be detected and prevented in accordance with the following IFU. IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the duodenovideoscope distal end had residual liquid and the light guide lens had foreign objects. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.